Event description:
It was reported the while trying to unlock the epg (external pulse generator) using the unlock key button, the epg screen went blank and the pacing and sensing lights were no longer blinking. The patient became asystolic and syncopal, effectively becoming unresponsive for approximately 15 seconds. A new epg was connected to the patient and immediately began pacing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.